Manufacturer narrative:
No system information was supplied. The customer has a rerun protocol for all accutni results which are greater than 0.1ng/ml. Service was not dispatched, as customer is not questioning instrument performance. No clear root cause has been determined for this event.

Event description:
Beckman coulter inc., (bci) contacted this customer via the (B)(4). The customer stated that their laboratory had obtained non-reproducible, false positive accutni results. The customer was unable to provide the exact results or dates of events. Erroneous results were not reported outside of the laboratory. Customer stated that there was no instance of death, injury, serious medical deterioration, or inappropriate medical treatment due to result.